Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted. Moisture damage was noted on the electronic assembly.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were at a water park and the insulin pump may be exposed to sweat. Customer mentioned that they clip the device on their bra and they were unable to clear the sensor end alarm. Customer's blood glucose reading at the time of the call was 263 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.